Event description:
The customer reported via phone call that the insulin pump alarmed motor error when she tried to set the basal rate. Customer's blood glucose level was 36 mg/dl. The customer treated her low blood glucose level with glucose tablets and yogurt. She was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump cracked battery tube threads and cracked reservoir tube lip.